Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used in the colon during a cold polypectomy procedure performed on (B)(6), 2022. During the procedure and inside the patient, the device was attempted to be used but it was not sharp and the use felt unusual. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The device has been received for analysis and the analysis of the returned device has been completed.

Manufacturer narrative:
This event was reported by the distributor. (B)(6). (B)(4). Investigation results: a captivator small oval stiff snare was received for analysis. Visual inspection of the returned device revealed no problems had been found. Functional inspection was performed and device contracted and extended well. Electrical test was performed and the device passed, indicating a proper connection. No other problems were noted. The reported complaint of loop failure to cut could not be confirmed since the device cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. The product record review confirmed that this is not a new failure type and the risk is anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. There were no problems found during visual, functional and electrical tests of the device. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.